Event description:
It was reported that the patient underwent a plif procedure. Reportedly, at 3 months post-op CT findings revealed sinking of the interbody cage and loosening of the pedicle screws. The surgeon noted that there seemed no problem for bone quality was good and screws grabbed bone well. There was no additional treatment. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation. A review of imaging studies shows a single level interbody fusion with pedicle screws. The sagittal CT reconstructions are cut in midline showing the cage and bone graft but not the pedicle screws. There is a gradual sclerosis that develops over time above and below the interbody spacer along with some pitting and even bone loss in places on the surface of the endplates. There is no evidence of loss of fixation or significant positional in any of these films and no evidence of malfunction.